Manufacturer narrative:
The diamondclean brush head is an accessory to the sonicare toothbrush. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that the bristles from their diamondclean brush head were falling out.